Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on july 14, 2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code 11. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems. Upon further investigation of the reported event, the following information is new and/or changed: (date received by manufacturer), (indication that this is a follow-up report), (follow-up due to device evaluation), (device evaluated by manufacturer). (B)(4). Upon receipt of the actual device, the cr filter sample was sent to an outside lab, (B)(6) for identification of the biological material within the device. Portions from different locations of the filter were analyzed by ft-ir. The spectrum of the residue found that there were signatures of aminio acids and carboxylates; however, the spectrum was complicated by blood residue. There was a number of inorganic elements present in the sample, as well. Review of the device history records revealed no manufacturing issues. Although this event is confirmed, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular systems corp. That a portion of the venous/cardiotomy reservoir (sock-like filter) became obstructed during cardiopulmonary bypass. The device was not changed out and the procedure was completed successfully without delay. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).